Event description:
It was reported this biliary stent was successfully placed in the superficial femoral artery via a contralateral approach. Resistance was then encountered removing the delivery system through the introducer sheath. Following removal of the delivery system fluoroscopic examination revealed a portion of the delivery system had detached and remained at the bifurcation. Retrieval of the detached segment utilizing a snare was successful and uneventful. No pt sequelae resulted from this event and the pt's condition is good. The stent remains implanted in the pt and the delivery system has not been received for eval. Therefore, no failure analysis is available. This device was used in a non-indicated procedure, superficial femoral artery stent placement. It was indicated the stenosis was highly calcified. It was also indicated resistance was encountered during removal of the delivery system and continued exertion and manipulation attempts were imposed in an attempt to forcibly remove it. The co believes these factors may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms."